Event description:
During a laparoscopic nissen procedure, the instrument did not work from the start, gave an instrument error. Another device was used to complete the case. There were no adverse consequences to the patient.